Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the reported issue of deployment suture broken. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted within the lung of a patient on (B)(6) 2013 during a bronchoscopy procedure with stent placement. According to the complainant, the patient's anatomy was not tortuous. During the procedure, the deployment suture broke on the first attempt to release the stent. No part of the stent deployed. Subsequently, the device was removed from the patient and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be stable.